Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery on two infusion sets. The customer stated that she was trying to prime the infusion set when the alarm occurred during the manual prime process. She stated that she had been getting no delivery alarms a lot recently. She did not know the blood glucose reading. Upon troubleshooting, it was found that the no delivery alarm occurred during the manual prime process. She was advised that the device was working as advised. She was able to prime the infusion set and continue with insulin pump therapy. She was advised that the infusion sets be replaced. Nothing further reported.